Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and communication issues between inpen and mobile application. The customer was also reported inpen screw was not moving as intended. The customer reported blood glucose value of 400 mg/dl. The event involved product(s) mmt-8060, mmt-105nngyna. Troubleshooting was performed for communication issue. Unable to resolve with existing troubleshooting or labeled instructions, issue was escalated. Troubleshooting was not performed for hyperglycemic event. No harm requiring medical intervention was reported. No product return is required for mmt-8060. Mmt-105nngyna was requested and customer response was the device will be returned.

Manufacturer narrative:
Per visual inspection: no physical damage to cartridge holder or inpen front and back shell was noted. The inpen paired to the commercial app. Inpen passed baseline and wireless functionality. App logbook displayed: 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Inpen passed displacement dose accuracy. Battery investigation was performed, and battery measured 2.977 volts. No battery anomaly noted. Inpen passed front cap investigation. In conclusion: inpen received working as design. No communication anomaly noted. Therefore, the patient concern of inpen not pairing to app could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Complaint was reported for inpen app vs 3.9.1. Pt device iphone se with ios 17.5.1. Patient wasn¿t receiving inpen doses from inpen to inpen app as of (B)(6) 2024 10:59 am. Replacement inpen has been shipped to customer. Per tech support, issue is resolved and ticket can be closed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.